Manufacturer narrative:
**UDI related data quality updates only**. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Checked machine if there is any blood ingress. No sign of blood into the machine. All manifold tests and functional tests passed. Machine returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) on a patient, the non-maquet balloon ruptured. There was no patient harm reported.